Event description:
A health care professional reported that patient has experienced refractive surprise, after two months from refractive procedure with achieved manifest refraction spherical equivalent value was greater than one diopter in right eye of the patient. There are multiple related reports for this facility. This report addresses for patient¿s initials unk, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).